Event description:
Additional follow up information received identified the patient's scs ipg was replaced with a new one. The reported issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4). 1627487-12192011-003-r. This ipg serial # was included in field advisories.

Event description:
It was reported the patient's ipg was inoperable. An sjm representative met with the patient and confirmed the ipg was not communicating with external devices. Surgical intervention may be taken to address this issue.